Event description:
It was reported that this left ventricular (lv) lead was difficult to position as there was no space due to adhesion of the removed lead. This lead was repositioned and remains in service. No additional adverse patient effects were reported.